Event description:
It was reported that during a coronary stent procedure, in a pre dilated vessel the stent did not deploy after inflation to 8 atm's. The physician inflated the balloon in an attempt to reposition the stent at the target lesion and was unsuccessful. The entire system was removed from the pt and it was noted the stent had dislodged and remains in the pt. No attempts were made at retrieval. Pt status is listed as "fine".